Manufacturer narrative:
D - 6b: (B)(6) 2023 corrected to (B)(6) 2023 in initial MDR. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -1.5/3.5/031(sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem.

Manufacturer narrative:
A1:(B)(6) claim# (B)(4)